Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the rigifix guide frame has been reported to be associated with "cold welding" on occasion. Guide frame has also experienced some wear which has led surgeon to question its consistency for use in surgery. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals no structural anomalies on the device that would have led to the reported failure. However, it was noted that the device appeared worn and the laser markings slightly faded indicating the device has been heavily used. There is a possibility that the reported failure involves the rigidfix femoral rod, but the rod was not received for physical evaluation. The returned device presented no anomalies and therefore the exact root cause for the failure cannot be determined. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: null. Device history batch: null. Device history review: null. UDI: (B)(4)- incomplete. Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. Visual observation reveals no structural anomalies on the device that would have led to the reported failure (bent or twisted). However, it was noted that the device appeared worn and the laser markings slightly faded indicating the device has been heavily used. There is a possibility that the reported failure involves the rigidfix femoral rod, but the rod was not received for physical evaluation. The returned device presented no anomalies and therefore the exact root cause for the failure cannot be determined. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.